Event description:
After my breast augmentation 7 yrs ago, I began having frequent headaches. I am on a prescription headache medicine because otc medicine doesn't help. I have chronic fatigue; sometimes it takes all I have to get out of bed after 8 hrs sleep. I have developed ra for which I now have to take probiotics and vitamins. My hair has been falling out. I have ibs. I have developed food sensitivities to nearly everything. I have chest pains that have been cleared of heart problems and been deemed anxiety, but it is not. No anxiety medicine helps. I have shooting pains in my left breast, sometimes access the top and to my shoulder. I am otherwise (and was prior to my surgery) a very healthy person.